Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in china. During the survey, stent migration and main coil protrusion were reported to have occurred. No further information is available. Based on a review of the information available on the 07 nov 2024, the device code row 1 was changed from: expulsion to: structural problem.

Manufacturer narrative:
D2b: corrected. D2a: corrected. F10 / h6 medical device problem code: corrected. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the reported harm 'stent dislodged/migrated' observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use (dfu), product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. The reported event was unable to be confirmed, and it cannot be confirmed if the device met specification, as the product was not returned. It was reported that aa post-market clinical follow-up (pmcf) survey was conducted for the neuroform atlas (device number unknown ¿ quantity (B)(4), and neuroform ez (device number unknown ¿ quantity (B)(4) and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. The risks of 'stent dislodged/migrated' is documented in the atlas dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to these reported codes. While there are a number of potential causes for the reported, 'stent does not support coil mass', because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in china. During the survey, stent migration and main coil protrusion were reported to have occurred. No further information is available.